Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump light button was hard to press and had crack on the screen which makes hard to see the battery life icon. Customer¿s blood glucose was unknown at the time of incident. The customer stated that the insulin pump had rejected battery alarm. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.